Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, accident nos, seasonal allergic rhinitis, premenstrual dysphoric disorder, polyarthralgia, gerd, hyperlipidemia, insomnia, sleep disturbance, constipation, skin discoloration, essential hypertension, hot flashes, anxiety, sinus pressure and rash. Concurrent conditions included morbid obesity, abdominal discomfort, anemia, left lower quadrant pain, right upper quadrant pain, skin abrasion, head injury, hyperlipidemia, dermatitis and vitamin d deficiency. Concomitant products included cefixime (flexeril), metoclopramide (reglan) and omeprazole (protonix). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("allergic or hypersensitivity reaction type: dry skin"), increased tendency to bruise ("allergic or hypersensitivity reaction type: bruise easy"), uti ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision worsten"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: tbs"), polycystic ovaries ("other injury(ies) or complication (s) please describe: pcos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, vulvovaginal pain, dry skin, increased tendency to bruise, uti, depression, necrobiosis lipoidica diabeticorum, migraine, headache, bladder disorder, urinary tract infection, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, polycystic ovaries and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, increased tendency to bruise, irritable bowel syndrome, menorrhagia, migraine, nausea, necrobiosis lipoidica diabeticorum, pelvic pain, polycystic ovaries, tooth disorder, uti, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and urinary tract infection to be related to essure (ess205). The reporter commented: current weight 292 lbs. Patient was done essure confirmation test. Date(s) of removal: (B)(6) 2016- discrepancy noted in removal date. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, migraines, pcos, dizziness, contusion, irritable bowel syndrome, polycystic ovaries, depression, headaches, fatigue, menorrhagia, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, accident nos, seasonal allergic rhinitis, premenstrual dysphoric disorder, polyarthralgia, gerd, hyperlipidemia, insomnia, sleep disturbance, constipation, skin discoloration, essential hypertension, hot flashes, anxiety, sinus pressure and rash. Concurrent conditions included morbid obesity, abdominal discomfort, anemia, left lower quadrant pain, right upper quadrant pain, skin abrasion, head injury, hyperlipidemia, dermatitis and vitamin d deficiency. Concomitant products included cefixime (flexeril), metoclopramide (reglan) and omeprazole (protonix). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dry skin ("allergic or hypersensitivity reaction type: dry skin"), increased tendency to bruise ("allergic or hypersensitivity reaction type: bruise easy"), uti ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision worsten"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: tbs"), polycystic ovaries ("other injury(ies) or complication (s) please describe: pcos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, vulvovaginal pain, dry skin, increased tendency to bruise, uti, depression, necrobiosis lipoidica diabeticorum, migraine, headache, bladder disorder, urinary tract infection, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, polycystic ovaries and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage and heavy menstrual bleeding had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, increased tendency to bruise, irritable bowel syndrome, migraine, nausea, necrobiosis lipoidica diabeticorum, pelvic pain, polycystic ovaries, tooth disorder, uti, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased and urinary tract infection to be related to essure (ess205). The reporter commented: current weight 292 lbs. Patient was done essure confirmation test. Date(s) of removal: (B)(6) 2016- discrepancy noted in removal date. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, migraines, pcos, dizziness, contusion, irritable bowel syndrome, polycystic ovaries, depression, headaches, fatigue, menorrhagia, hair loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, accident nos, seasonal allergic rhinitis, premenstrual dysphoric disorder, polyarthralgia, gerd, hyperlipidemia, insomnia, sleep disturbance, constipation, skin discoloration, essential hypertension, hot flashes, anxiety, sinus pressure and rash. Concurrent conditions included morbid obesity, abdominal discomfort, anemia, left lower quadrant pain, right upper quadrant pain, abrasions, head injury, hyperlipidemia, dermatitis and vitamin d deficiency. Concomitant products included cefixime (flexeril), metoclopramide (reglan) and omeprazole (protonix). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("allergic or hypersensitivity reaction type: dry skin"), contusion ("allergic or hypersensitivity reaction type: bruise easy"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("depression"), necrobiosis lipoidica diabeticorum ("necrobiosis lipoidica"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract infection"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision worsen"), fatigue, irritable bowel syndrome ("gastrointestinal or digestive system condition type: tbs"), polycystic ovaries ("other injury(ies) or complication (s) please describe: pcos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, vulvovaginal pain, dry skin, contusion, urinary tract infection, depression, necrobiosis lipoidica diabeticorum, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, polycystic ovaries and alopecia outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, contusion, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, necrobiosis lipoidica diabeticorum, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Patient was done essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, migraines, pcos, dizziness, contusion, irritable bowel syndrome, polycystic ovaries, depression, headaches, fatigue, menorrhagia, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs and mr received: reporters were added. Demographic conditions were added. Removal date was added. Surgeries were added. Events: autoimmune disorder, uti, depression, necrobiosis lipoidica, migraine, headaches, bladder or urinary problems, dental problems, nausea, dysmenorrhea, dyspareunia, vaginal discharge, vision worsen, fatigue, weight gain, ibs, pcos, hair loss were added. Event outcome were updated. Concomitant drugs were added. Concomitant conditions were added. Auto-narrative supplement was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.